Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 30 mmol/l. The customer¿s other blood glucose was 6.8 mmol/l. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer stated red led did not flash every 2 seconds. The insulin pump will not be returned for analysis.